Event description:
Additional information received reported the patient was going to have magnetic resonance imaging (MRI) to see if it was working, and they were checking the catheter. The pump was alarming every 10 minutes, and they reportedly could not turn it off. The patient¿s new hcp reportedly did not trust that the pump was working because of how long it had been empty, and said it should be removed. The patient wanted a new pump if that happened because he was happy with the therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n179574012, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Device code no longer applies.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 20mg/ml; 0 mg/day via an implanted pump. The indication for use was non-malignant pain and post laminectomy pain. The patient had insurance issues and was unable to have the pump refilled on a regular basis. The pump was interrogated. The patients pump was placed in stop pump mode for over 1000 hour and may have seized. The pump was replaced. The issue was resolved.

Event description:
The patient was hearing the critical alarm going off every 15 minutes. The pump started alarming wednesday night and it had been about a year and a half since the patient got the pump filled so the pump was currently empty. The patient was currently in (B)(6) but lived in (B)(6). The patient contacted their managing hcp who directed the patient to find an hcp in (B)(6) for assistance with the pump alarm. No patient symptoms, interventions, drug or outcome reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.